Manufacturer narrative:
At this time, customer will not be returning device for eval. The customer contact stated the device passed testing at user facility and was returned to clinical service. Customer reported event was due to an operator error in programming device. Device history downloaded and printed at user facility. In 2007, at 1604, device programmed to deliver a concentration of 0.1mg/ml instead of the customer reported 0.2mg/ml, a 1mg loading dose, and loading dose started. At 1610, loading dose ended. At 1611, device was reprogrammed in pca only mode with a concentration of 0.1mg/ml, 0.3mg pca dose, 5min pt lockout, 5mg 4hr limit, settings confirmed and door locked. Between 1612 and 1813 there were six 0.3mg pt initiated deliveries and 31 unmet demands. At 1814, there was empty syringe alarm and pca was stopped at 1817, door was opened, 2 check vial alarms, and bar code not read alarm occurred. Between 1818 and 1819, there were 3 check syringe alarms, 3 check injector alarms, settings retained, door locked, opened, 2.8mg shift total cleared. Between 1819 and 1829, there were two 0.3mg pt initiated deliveries and 11 unmet demands. At 1837, there was occlusion alarm and partial 0.2mg pt initiated delivery. Between 2015 and 2018, door opened, 0.8mg shift total was cleared, there was check vial and check syringe alarms, door locked, there was check settings alarm, door opened and device was powered off. Review of device history indicates the device delivered as programmed.

Event description:
User facility mandatory medwatch received that stated: "questionable pca malfunction. Pt status post for right colectomy. Ordered pca postoperatively with hydromorphone 6mg/30ml concentration. Dosage of 0.3mg with 5 minute lockout and a four hour limit of 5mg. New syringe input into pca at 1550 (30ml). At 1810 2.8mg showing as infused but syringe was empty. Unable to rouse pt, code called for respiratory arrest, pt given 3 ampules of narcan and was arousable, transferred to intensive care for overnight monitoring. Upon further investigation, it was determined that an entry error led to the event. Changes have been made to minimize this risk from occurring in the future." Upon further query the following info was provided. The customer contact stated the event was due to an operator error in programming. At an unspecified time, the device was programmed to deliver hydromorphone 0.1mg/ml instead of the intended concentration of 0.2mg/ml. At the time of the event, the pt was also receiving an epidural infusion of ropivacaine 0.2% at a rate of 10ml/hr and xanax 0.5mg every 8 hours as needed. The customer contact reported that the pt had "a hoard of medication in her purse" and "may have taken two xanax tablets" prior to the event. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.